Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation determined the reported needle to cuff miss/suture retrieval issue appears to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other proglide device referenced is being filed under a separate medwatch manufacturer report number.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with two proglide devices using the preclose technique via a 7f sheath prior to an aortic stent graft procedure. Reportedly, at the first puncture site, the sutures of the first proglide device were successfully pre-placed. After removing the needle plunger after deploying the second proglide device no sutures were present. The sutures of another proglide device were successfully pre-placed. At a second puncture site, an attempt was made with a proglide device; however, the knot came out after deployment. The sutures of two additional proglide devices were successfully pre-placed. The sheath was upsized to 18f at both access sites. The aortic graft procedure was completed and hemostasis was achieved at both access sites using the pre-placed sutures from the proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.